Event description:
During the implantation procedure of the ICD involved in this MDR, the physician noticed that the setscrew of the pacing port for the right ventricle port was already screwed in the header (inside the box). The physician implanted the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is sumilar to paradym crt models approved under p060027. Analysis is pending.